Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, pelvic pain and menorrhagia outcome was unknown. The reporter considered adverse event, back pain, device dislocation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms patient received treatment for migration. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet received. Events added from pfs- pelvic pain, menorrhagia (heavy menstrual bleeding). Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain, device dislocation and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.